Event description:
It was reported that after a da vinci-assisted surgical procedure, 8mm mega suturecut needle driver instrument had exposed wires. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm mega suturecut needle driver instrument for evaluation. As of the date of this report, the failure analysis investigation has not yet been completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a frayed grip cable. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.